Event description:
We were advised the sheath was not used to reinforce the catheter, therefore, the catheter alone was placed for gtgbd in 2006. Although no resistance was encountered during withdrawal, when the physician withdrew the catheter from the patient 21 days later, he noticed the catheter tip was missing. The severance of the catheter occurred at approximately 3mm from the surface of the liver. The tip of the catheter was retrieved during a laaproscopic cholecystectomy procedure.